Event description:
The facility reported a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it was known to have occurred in the medicine area. According to the hospital representative, there was no patient involvement. The hospital representative did not have any information on patient injury or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken cable was confirmed during product evaluation. The cause of the reported condition was not determined; no repairs required. Additional information: a service history review revealed no previous service events were related to the reported condition. A follow-up report will be filed if any additional details become available.